Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. The circuit board was damaged. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the damaged circuit board. Aging deterioration may have caused the defect because over 6 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Event description:
During the procedure, the user found that the endoscopic image was not displayed from the device output. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.